Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 700mg/dl to ¿high¿; specific value was not provided with trace ketones. The cause was not known. The customer administered a bolus via the pump and performed a supply change to address the issue. The customer went to the emergency room and was treated with saline drip and potassium supplements. Reportedly, the customer was released the next day with no permanent damage. The customer reverted to an alternate method of insulin therapy to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.